Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions, etc. Then, humidity invaded lg lens which led to corrosion. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. Additional issues were identified during the device evaluation: the adhesive on the distal sheath was detached; the connecting tube was buckled and had a scratch; the universal cord had a scratch; the angulation was out of specs; the adhesive around the light guide lens was discolored; and the light guide lens was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard maintenance inspection of a customer-returned asset, the evis exera ii duodenovideoscope presented with reduced angulation, a stain on the distal end, and wrinkles on the insertion tube. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus. During the evaluation of the device, it was noted that the inside of the light guide lens and the elevator forceps were dirty with an unknown foreign substance. This report is to capture the reportable malfunction of the foreign substance noted at estimation.